Event description:
A report was received that the patient was having charging difficulties. The physician revised the pocket site and the patient was reportedly doing fine after the revision procedure.